Manufacturer narrative:
(B)(4). Concomitant medical products: unknown persona femoral component, catalog # unknown, lot # unknown. Unknown persona tibial component, catalog # unknown, lot # unknown. Device evaluated by MFR: customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001822565-2019-01779, 0001822565-2019-01781.

Event description:
It was reported that the patient underwent a initial right knee arthroplasty. Subsequently, the patient is experiencing pain behind the knee, chronic pain, jerking, clicking, swelling, and loosening.

Event description:
It was further reported that the patient alleges also experiencing instability.

Manufacturer narrative:
Concomitant medical products: persona femur trabecular metal cruciate retaining (cr) standard porous catalog # 42502805802 lot # 62718166 persona tibia cemented stemmed catalog # 42532007102 lot # 62647251 persona ve all poly patella catalog # 42540200032 lot # 62783652 persona stem extension tapered cemented catalog # 42557000114 lot # 62675669 palacos cement catalog # 00111314001 lot # 78094385 multiple MDR reports were filled for this event: 0002648920-2019-00343. 0002648920-2019-00345. 0001822565-2019-02023.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Initial op notes review indicates that the patient had right tka due to osteoarthritis. The patient was not revised. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.